Event description:
It was reported that an ilet device was leaking during each supply change, as observed by the user and a healthcare professional who performed multiple supply changes with persistent leakage; a replacement device was provided, and the original was later returned. Symptoms included no reported adverse health effects. Outcomes included no medical treatment, emergency care, or hospitalization. Investigation included troubleshooting with the user and caregiver education. Investigation of the returned device revealed no fluid leakage associated with the cartridge or infusion component, with no alerts or alarms reported and no further device-level analysis available at the time of support.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.